Event description:
It was reported that the cage was migrated from original position post-operatively. The patient was in pain and underwent revision surgery.

Manufacturer narrative:
Method: labelling review and risk assessment. Visual, dimensional, functional and materials analysis could not be performed as device remains implanted in patient. Manufacturing record review and complaint history review could not be performed because lot number was not provided. No information was provided regarding the last step of disc space sizing (the fit and feel of the trial in the disc space). X-ray images, operation notes, and information related to the patient¿s status and postoperative activity were requested but have not been made available. With the available information, the root cause of the reported event cannot be determined.

Event description:
It was reported that the cage was migrated from original position post-operatively. The patient was in pain and underwent revision surgery.